Event description:
Siemens healthineers became aware of an issue with the uroskop omnia max system. It was communicated to siemens healthineers that the 19-inch monitor protection cover fell off near the patient but did not hit the patient. No one was injured during the event. It is assumed that in a worst-case scenario, serious injury could result from falling parts if the event were to reoccur.

Manufacturer narrative:
H6: initial corrective actions/preventive actions implemented by the manufacturer: no general problem has been detected for the installed base which requires an immediate action. Manufacturer's preliminary results and conclusion: the root cause of the cover falling off has not yet been determined. The investigation is ongoing. A supplemental report will be submitted to the FDA upon completion of the investigation.

Manufacturer narrative:
H3: the complaint component was not returned for investigation by siemens healthineers. The complaint component was inspected by the siemens service technician. Siemens healthineers completed the detailed investigation of the reported issue. The protection cover of the 19¿ monitor has magnetic strips on the backside and metal strips surround the monitor frame to hold the protection cover. According to the information of the service organization, the metal strips were still in place on the monitor frame. Therefore, the issue was not caused by missing metal strips. The magnetic strips were found free of dust and/or liquids. The protection cover was requested for investigation. However, it was already scrapped locally by the service technician. Therefore, this issue cannot be investigated in further detail. In general, extreme heat, a strong magnetic field or impacts on the magnet can lead to a weakening of the magnet. According to the information of the service organization, the described issue was solved by a service technician by replacing the affected part protective cover barco mdrc-1119 (material number: 10594708). Shs internal post market surveillance does not indicate a general problem with the part. Since no general problem or additional risk was identified, the complaint is closed with this statement and without further measures.